Event description:
Philips received a complaint by the customer on the v60 indicating that the device shut down. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the device shut down and could not be used. The customer replaced the ventilator with another one to resolve the issue. The investigation is ongoing.

Manufacturer narrative:
The customer replaced the air oxygen module to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.